Event description:
A home patient (hp) reported to baxter (B)(4) that the minicap did not contain a sponge. There was no patient involvement as this was notice before use. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The device has been received by baxter, but the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The actual sample was received for evaluation. Visual inspection was performed to the set and the results was not satisfactory. The problem was not confirmed. The root cause is unknown. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.